Manufacturer narrative:
Device passed displacement test. Device received with the audio alert functioning properly. Device alarmed hardware low level failures error during self test and confirmed in the pump history due to broken keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had hardware low level failure alarm. The customer¿s blood glucose level was unknown at the time of the incident. Customer was able to successfully clear the alarm. Customer received request to rewind pump. Customer was able to complete insulin pump rewind. Customer was assisted with self test and alarm occur during self test. The insulin pump will not be returned for analysis.